Event description:
Additional information was received from the hcp. It was reported the circumstances leading to the symptoms and removal was a neurological deficit and pain. The cause of the symptoms was granulation tissue causing spinal cord compression. The ins was surgically removed, and the patient has ongoing rehabilitation. The ins was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025 product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977c265 specify surescan magnetic resonance imaging (MRI) 2x8 implant and implantable ne urostimulator (ins) experienced loss of sensation in both lower extremities, saddle anesthesia, neurological deficit, loss of bowel and bladder function, difficulty walking, occasional bowel and bladder incontinence, and numbness. These symptoms began approximately four months prior and increased, prompting an emergency room visit. The lead and generator were explanted during a removal surgery. The patient is alive with ongoing loss of sensation, and the issue has not been resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 24-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.